Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer stated that a double j ureteral stent, 24 cm, 4.7 fr, part number 788424, broke during insertion. They did not had the part in stock, but they could order it for the customer. Additional information received on 19 jan 2026, stated that no impact to the patient health. It was just being put in place.